Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, when the device was set up, firing was unable to be performed. After replacing the cartridge with a new one and set to the handle, the device was used without issue. The surgical time was extended by less than 30 min. There was no patient injury.